Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16: checking your blood glucose 7 / page 96: warning: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 111: hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm.

Event description:
The wife reported that the patient was admitted to the hospital, taken via ambulance, with a blood glucose level of 22mg/dl. He was diagnosed with low blood glucose. Treatment included monitoring his fluid levels, as he is a kidney transplant and had fluid retention, and receiving insulin (levemir). He was also given novolog u-100 to use, as the patient was using humulin r u-500 (off label use) previously. Additionally, the patient was experiencing neuropathy in his hands/feet, high blood pressure, and shortness of breath. He was given an oxygen tank to take home with him. Changes to his pdm (personal diabetes manager) settings were also made by the endocrinologist until he was stable and released. The wife was concerned settings got mixed up when being transferred from the patient's old pdm to his new pdm on (B)(6) 2018. She stated that they put in the settings themselves and made an error for the new pdm.